Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on approximately (B)(6) 2026, while traveling abroad in switzerland, the patient experienced diabetic ketoacidosis (dka). The cgm was displaying low values below 4.0 mmol/l. Based on the cgm, the patient self-treated with sugar during the evening and night. In the morning the patient woke up vomiting and felt a bit ¿weird¿. The patient went to the hospital; there they performed blood work and the patient was diagnosed with mild dka. The patient was treated with intravenous insulin and anti-sickness medication. The patient was discharged the same day in the afternoon. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.